Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the center of the jaw pivot pin forward. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Event description:
It was reported that during the micro-discectomy it was noticed the instrument mouth wasn't opening and closing correctly. After the closely inspection, it was found that a broken distal end to the instrument. No complications were observed or noted as a result of the instrument breaking.